Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned cardiac arrhythmia procedure and the procedure was aborted. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Analysis of the log file showed that there was collimation and ui (user interface) devices errors and warnings. During troubleshooting and after analyzing the log file the fse identified that there was problem with connection to multiple geometry parts this indicates problem with sib (system interface box) or the power supply to the sib. The fse identified that fdcsib (flat detector controller system interface box) was defective. The fse replaced the fdcsib to resolve the issue. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. There was no reported patient or user harm. Philips has started an investigation of this complaint.